Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-jan-2022. The investigation was completed on 24-feb-2022. An analysis was performed on the pictures that were provided by the customer. According to the picture provided by the customer, blood was noticed at the tip of the catheter. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster, inc. For evaluation. Biosense webster, inc. Conducted a visual inspection and failure analysis on the returned device. Visual analysis of the returned sample revealed a cut on the pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue. Then the catheter was connected to the carto 3 system and was recognized. Hi error was visualized, for this finding the test was unable to be performed. Product analysis was performed and the catheter was dissected from the handle. The sensor values were found within specifications. The evaluation determined that the cause of pebax damage failure cannot be established. However, the blood found inside the pebax area may be contributed to the hi error displayed on the carto 3 system. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: for force issue of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a cut on the pebax with internal parts exposed. Initially it was reported that the thermocool® smart touch¿ bi-directional navigation catheter gave a big spike of force and it said it was bumping against another catheter but there was no other catheter in the left ventricle. When the catheter was extracted, there was blood noticed at the tip of the catheter. The catheter was replaced and the issue resolved. Additional information was received on the event. No difficulty was noticed while maneuvering the catheter or during the withdrawal. No physical damage was observed besides the blood inside the tip. Additional information was received clarifying that the marked area of the picture provided was the flash from the lights or camera and not physical damage of the catheter. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The blood on the tip of the catheter was assessed as not MDR reportable for foreign material inside the pebax with no external damage. Since there is no damage to the pebax integrity, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the 24-feb-2022 observed a cut on the pebax with reddish-brown material inside and internal parts exposed. The cut on the pebax with internal parts exposed was assessed as a MDR reportable issue. The awareness date for this reportable lab finding was 24-feb-2022